Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000 mcg/ml at 140.2 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a magnetic resonance imaging (MRI) unrelated to the pump over two hours ago and the pump was still stalled and alarming. Technical services recommended periodically interrogating the pump.